Manufacturer narrative:
The product has been received for laboratory testing. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device's basic sensing and pacing functions were tested and passed. The device case was then opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly with a capacitor within the integrated circuit. This anomaly causes a high current drain, which resulted in premature battery depletion.

Event description:
A user facility medwatch was also received that contained the same information that was previously reported to boston scientific.

Event description:
Boston scientific received information that this recently implanted pacemaker was exhibiting rapid battery depletion. The device was subsequently explanted and returned for laboratory testing. No additional adverse patient effects were reported other than the early explant procedure. The patient is not pacemaker dependent. The device memory was reviewed by a boston scientific engineer. The rapid battery depletion was confirmed. The device power consumption was normal prior to implant; however, once implanted, the power consumption started to increase day by day. The daily voltage measurements were also irregular with abnormally high measurements. Engineers suspect some unusual external influence was contributing to the rapid battery depletion. Based on the high current drain, an anomaly of the device was suspected.